Event description:
The recipient reportedly experienced open electrodes due to electrode placement. On (B)(6) 2017 the recipient underwent repositioning surgery. The recipient's device was reactivated.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing well. The recipient remains implanted. This is the final report.